Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was having some issues with their recharger, this message: "system problem rm03, cannot continue" was consistent with the recharger over-heating. Disconnected recharger and reset controller. Reconnected recharger and started ins recharge session. Issue persisted. A replacement recharger was requested. Additional information was received. Patient services confirmed that this was called into technical services where they confirmed the rm03 message is connected to the recharger overheating which will trigger it to stop recharging.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), g2. Foreign: canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
###-Merged from duplicate event: it was reported that the patient received the "rm03" error message while recharging their ins. The meaning of the message and suggested troubleshooting techniques were reviewed by patient services. Additional information was received. Recharger serial number confirmed. To resolve, the patient took battery out, let device cool, still getting message once recharging reached 40%. The issue did not resolve and the recharger was replaced.- end of merged info.###.

Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type: recharger. B3: event date and original aware date updated to 2026-jan-06, from merged duplicate event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.